Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat symptomatic pelvic organ prolapse; rectocele; vaginal vault prolapse; sui; left lower quadrant pain/suspected ovarian remnants; extensive adhesive disease and mesh was implanted. It was reported that the patient had a concurrent procedure of a rectocele repair with mesh, extraperitoneal vaginal vault suspension, laparoscopy with extensive lysis of adhesions and retroperitoneal dissection, cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, urinary/bowel problems and dyspareunia.